Manufacturer narrative:
UDI & operator of device are unknown. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a very dirty, front cover broken in multiple areas, interlock block damaged, line cord discolored, pole clamp discolored, quick connect corroded, missing reflux plug and cracked water tank cover. Functional testing found the liquid crystal display (lcd) was not working. Replaced the lcd and made repairs. Device passed all functional testing. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that the lcd is not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.